Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate erratic issue with her one touch ultra meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, 'late in the afternoon'. She obtained results of '350, 214, 60s and 40s mg/dl' on the subject meter, done less than 20 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient could not recall what kind of results she was obtaining earlier in the day. She stated that she tests her glucose 10-12x/year and manages her diabetes with levemir (self adjuster) and due to the alleged issue on an unknown time on (B)(6) 2011 she decreased her dose of insulin. The patient informed this mss, (B)(6) 2011 all day 'she felt out of it' and her family told the patient she looked 'shaky and intoxicated' so they called the paramedics at an unknown time. The patient could not remember the times, and denied feeling shaky and said the paramedics did not check her glucose or treated her at all because she wanted them to leave. At this time, she went ahead and tested with the subject meter, and obtained the 4 inaccurate erratic glucose results mentioned earlier. Since the results were so different, the patient reportedly did not know what to do, and allegedly 'passed out' sometime afterwards. The patient could not recall exact details of what happened next, but reported ending up in the emergency room (ER). She stated staying in the ER for 3 hours and was let go once her glucose levels were stabilized. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter, correct unexpired test strips and the correct sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury and the patient allegedly received medical intervention from a health care professional (hcp) after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4), 2011 the meter was tested and no faults were found. The test strips involved with this complaint have also been returned; however, testing was not performed since the test strips were used. Therefore, the primary complaint was not confirmed. The retain test strips were ordered and passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.